Event description:
Cardiacassist was notified by the hospital that while performing the transseptal dilation under fluoroscopic guidance, the clinicians were not able to properly visualize the transseptal dilator. The dilator was withdrawn, and an alternate dilator was utilized for the procedure. There was no adverse impact to the patient as a result of the issue.

Manufacturer narrative:
The dilator involved in the event was returned for analysis. Testing of the part under fluoroscopy against a reference sample confirmed a reduced level of radiopacity. The compound utilized in the design utilizes a mix of bismuth subcarbonate to reflect under fluoroscopy. A chemical analysis of a sample dilator from the same lot was performed, which confirmed a reduced level of bismuth subcarbonate in the material. This deficiency resulted in the reduction of radiopacity observed by the user.